Event description:
Subsequently, additional information received from the local sales representative states that this rv lead has been removed from the patient due to the increased shock impedance measurements. No adverse patient effects were reported from this procedure. This rv lead will not be returned for analysis at this time as they were discarded by the hospital.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased shock impedance measurements over 11 months, eventually reaching a high out-of-range measurement. A chest x-ray was inconclusive. The patient's physician conducted a shock lead impedance test, which resulted in a normal measurement. The physician elected to leave the lead in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.